Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 300mg/dl at the time of incident. It was reported that the customer's mother called back after a previous no delivery troubleshooting and stated that the insulin pump alarmed no delivery again even with infusion set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery or no reservoir alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window and cracked reservoir tube lip.